Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump makes grinding noises during rewind, pump rejected new batteries, when screwed in reservoir piece cracked off, and a decreased battery life. The customer declined to provide their blood glucose levels. Customer declined technical assistance. No further details were provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with reservoir tube lip look normal no damage noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test, rewind test and all operating currents tested within the specification. No failed battery test alarm, rewind anomaly or charge or battery anomaly were noted. (B)(4).